Event description:
The following is based off a review of the patient's medical records and patient's legal fact sheet: (B)(6) 2008 - the patient underwent exploratory laparotomy with bilateral salpingo-oophorectomy, transabdominal colpopexy, anterior copiopia with implant of a bard/davol flat mesh. The patient alleges she suffered from pain, recurrence, urinary problems, and dyspareunia.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.